Event description:
Per the provider, xrays reviewed and no issues were observed; however, lead fracture is suspected. Patient had a lead replacement performed. The explanted lead has not been received to date. No additional relevant information has been received.

Event description:
The explanted lead was discarded. Per the surgeon, the lead was confirmed to have been fractured no additional relevant information has been received.

Event description:
It was noted the patient seen and high lead impedance was observed. Patient had imaging performed and no obvious issues were observed. Patient was referred for lead revision. No known surgery has occurred to date. No additional relevant information has been received.